Manufacturer narrative:
The stent was implanted and the delivery device was not returned to the MFR. A returned device analysis could not be conducted. The root cause of the event could not be determined.

Event description:
It was reported that during a ptca procedure, a dissection occurred. The lesion was located in the distal right coronary artery (rca). While placing the 4.0x12mm liberte stent, a dissection occurred. The physician used a 4.0x8mm liberte to repair the dissection successfully with no further complications for the pt. Pt status listed as "stable". Add'l info regarding this event has been requested.